Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.7, re-test: 1.7, re-test: 2.7, lab: 3.2. Meter and lab testing was done within 3 hrs. Pt self tester has been testing on the inratio meter since 2008.

Manufacturer narrative:
Investigation pending.